Event description:
It was reported that during follow up, post paced t wave oversensing was noted on ventricular channel. Patient was asymptomatic. Programming changes were made.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing on the ventricular channel was observed via remote transmission on a stored egm. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.